Manufacturer narrative:
Internal complaint reference case (B)(4). The sample is under evaluation by the manufacturing site. Preliminary results of investigation have concluded that this unit had the distal end of the screw fractured and with debris in the threads, which makes it a reportable event.

Event description:
It was reported that during acl procedure, inside the patient, when the scr biorci 8x25mm strl bx 1 was used on the tibial side, it broke. The procedure was successfully completed without significant delay using a back-up device. No patient complication were reported. Results of investigation have concluded that this unit had the distal end of the screw fractured and with debris in the threads, which makes it a reportable event.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. It was determined the device did not contribute to the reported event. A visual inspection of the returned device found that it is not in its original packaging. The distal end of the screw is fractured, and there is debris in the threads. Based on the condition of the product material found during visual inspection, additional material testing is not required. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the resin found that the storage protocols, material specifications, and material tests were appropriately documented. A material certificate of analysis is required. It has not been reported whether all fragments of the broken screw was retrieved from the patient. No clinically relevant supporting documentation was provided for review. If a portion of the biosure screw remains retained in the patient, it is made of a biocomposite material which is intended for implantation to allow for bone ingrowth. If the screw was retained it is unknown if the biosure screw will migrate and there is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.